Manufacturer narrative:
PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for biliary drainage. After placing the drainage catheter using abdominal approach, leakage was noted between the hub and the catheter. Damage was also noted at the same location. The faulty drain was removed and replaced with another device of the same lot successfully. No adverse effects were reported.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult7.0-35-25-p-5s-cldm-wf-hc) from lot 14199678 leaked after being placed for biliary drainage. The catheter was removed and replaced successfully. Cook became aware of this event on 11nov2021 upon being notified by the national cancer center in tokyo. The patient reportedly experienced no adverse effects as a result of this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The catheter was returned in a used condition. The distance between the cap and the hub was measured and determined to be out of specification. Leak testing was performed and leakage was noted at the end where the cap meets the tubing. Cook has concluded that the device was not manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lot revealed no recorded non-conformances relevant to the failure mode. A database search revealed three other complaints on this lot number for this same failure mode at the time of this investigation. Containment was performed on the complaint lot, but field action was not considered based on occurrence. Cook also reviewed product labeling; the product labeling states to inspect the product upon opening to ensure no damage has occurred. Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to the event. The returned device was measured to be out of specification. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.